Event description:
Information received indicates the brake was not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found that the rocker arm was broken causing the head end brakes not to engage. The technician installed a brake/steer upgrade and a new hex rod on the head end to repair the stretcher.